Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier (B)(6). Weight: unk. Ethnicity: unk. Race:unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
Hold for ab 6.14 the reporter indicated that a 12.6mm, vicmo12.6, -7.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. This explant resolved the problem. The reporter stated " the doctor feels that repeated operation is not good patients eye, and the patient is not willing to reimplant". Cause of the event was reporter as unknown.